Event description:
A patient reported blood glucose results of 117 and 150 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The test strips were in good condition, codes matched, and the testing technique was correct. The pt performed a control solution test, however pt was using the wrong brand of control solution. A new bottle of control solution and test strips are being sent to the pt.